Manufacturer narrative:
Product analysis: the balloon had been cut. The cut ran perpendicular to the shaft of the inflatable bone tamp. This type of dam age is consistent with the balloon coming in contract with sharp bone. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: vertebral compression fracture, it was reported that intra-op the balloon ruptured in vertebral body. No patient complications were reported as a result of the event. The procedure was completed successfully with a new product.